Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bacterial infections. Their blood culture was positive, and sputum culture was positive. Drug therapy was performed. Although considered to be unrelated, the device could not be ruled out. It was said this was not directly related to ventricular assist device (vad).